Event description:
Pacemaker and lead placed in april 1992. Pacemaker check in cardac clinic on 12/3/96 lead impedance was abnormally low at 115 & 124 ohms a decrease from 439 ohms in april 1996. Impression was early insulation failure of lead 4004m which is prone to early failure. Pt was asymptomatic and EKG demonstrated sinus rhytum of 81 with normal atrial sensing. Insulation failure confirmed during operation to replace lead and pulse generator.